Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use on 28may the foley catheter faced water leak and spontaneous dislodgement, lot number mykw4346. 1. 7760014lr, (lot mykw4346) spontaneous dislodgement 5/28. 2. 7730014l, (lot na) water leak 6/1.